Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description: the reported field event of low lead impedance was confirmed in the laboratory and was due to an electrical short caused by damage to the inner insulation. The insulation damage was due to the suture thread being hardly tightened.

Event description:
It was reported that the ra lead exhibited low lead impedance. The lead was explanted and returned.